Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Event no additional information was available. The device was evaluated, and the reported issue was not confirmed. The device was not found to be leaking. The blockage in the air/water nozzle appeared to be a white fibrous like material which did not originate from the device. The up/down/left/right angle had play. The air/water channel volume had blockage. The water flow and water removal were not to specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, during reprocessing, channels one (1) and two (2) on the evis lucera elite gastrointestinal videoscope had blockage and caused a 133 alarm on the machine. No patient injury or procedure impact reported. It was unknown if the device was inspected prior to use. The device did not fail during the procedure. The procedure was completed using the same device. The device was cleaned with neutral detergent and manually washed. During the evaluation of the device, it was noted foreign debris was protruding from the air/water the nozzle due to insufficient cleaning and insufficient reprocessing for a possible another procedure. This report is to capture the reportable malfunction of a foreign object came out of the nozzle due to insufficient cleaning noted at estimation.